Event description:
Boston scientific crm received information that this pt's pacing system will be extracted due to infection and pocket erosion. Implant, explant and event dates were not made available.